Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had diaphragmatic stimulation due to dislodgement of the right ventricular (rv) lead caused by twiddler's syndrome. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.